Event description:
In this event it was reported that prime and bond nt adhesive entered a dental assistant's eye. The eye was flushed with water and the patient later visited an eye doctor. The tear gland was gummy and was treated with eyedrops and ointment.

Manufacturer narrative:
While there is no indication that the device malfunctioned in this event, because medical intervention was necessary, this event meets the criteria for reportability per 21 cfr part 803.